Event description:
It was observed during the device investigation that the there was chemical damage at the bending section tip that resembled rust. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause for the chemical damage/rust was not determined. Olympus will continue to monitor field performance for this device.